Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error. Customer stated that they were able to clear the alarm but were unable to rewind the insulin pump. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement test, rewind test and basic occlusion test. Device failed prime/a33 test at 3.0lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verify motor error due to prime anomaly. The motor was tested outside the device and passed.